Manufacturer narrative:
Received 1 used foley catheter with the patient's sticker and drainage bag. The reported event was confirmed as cause unknown. Per the visual inspection, the sample was examined and found that the balloon burst with no pieces missing. Per the dimensional inspection, it was found that the balloon measured 0.028" thick. The root cause was unable to be determined. It may occur during the dipping operation of manufacturing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." (B)(4).

Event description:
It was reported that when the catheter was removed, the balloon was noted to be in fragments. It was later reported fragments were left in the patient, however the patient's family chose not to have them removed. The catheter was placed by a physician during a cystogram on (B)(6) 2017.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the catheter was removed, the balloon was noted to be in fragments. It was later reported fragments were left in the patient, however the patient's family chose not to have them removed. The catheter was placed by a physician during a cystogram on (B)(6) 2017.